Manufacturer narrative:
The field service engineer determined there was a problem related to the measuring cell of the analyzer. The measuring cell was replaced and general maintenance was performed on the instrument. Performance testing was successful. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the roche diagnostics cobas elecsys anti-tpo assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with an anti-tpo value of 132.9 ui/ml. The sample was repeated twice, resulting with values of 10.5 ui/ml and 8.88 ui/ml. The anti-tpo reagent lot number was 439067-02. The reagent expiration date was requested, but not provided.